Manufacturer narrative:
Device code a051205 no longer applies. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep: troubleshooting included the ins was charged to 40% and then impedance check was p erformed. Impedance results were normal. Por was shown when battery was charged enough to connect programmer. The cause of the abnormally quick battery depletion was not determined, but the rep was wondering if patient truly charged it the day before. They guessed the battery was depleted due to ineffective charging the day prior, and not related to the fall, but this was unknown and the issue was resolved. Patient's next appointment is (B)(6), 2020.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that the pa had requested an appointment with the rep and the patient to reeducate on the charging process. The battery was performing as expected. The cause of the abnormally quick battery depletion was found to be due to user error. No logs were gathered.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative, regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient (pt) had a fall today where they fell directly on their system. They then tried communicating with communicator and it would not connect to ins. The pt was with the caller in the office now. The pt told caller that yesterday they charged the ins to 100%. The rep tried using the pt's communicator to connect to the ins and was unable. They tried to use there charger and were able to charge the ins successfully and noted that the app stated the ins was depleted and off (pt had ins on at time of fall). Technical services (tss) reviewed depleted batteries are off. The caller was now charging the ins and wondering what steps to take. Tss advised that this sounds like they may have damaged the lead and that once the ins is charged they should check impedances as a quick depletion after a fall may be related to a short circuit. There were no patient complications reported as a result of this event.